Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer's blood glucose level was 49 mg/dl; cause was unknown. Customer addressed bg by consuming carbohydrates. The customer reset the pump and continued to use it for insulin therapy.